Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material and residual liquid may hot have been removed from the suction cylinder and suction connector in endoscope connector because reprocessing was not conducted properly due to leak at the right/left and up/down angulation control knobs and angle shaft. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in "cf-h185l/I operation manual chapter 3 preparation and inspection". IFU states the preventive measures in "cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the colonovideoscope suction connector and cylinder had foreign material. There were no reports of patient harm.